Event description:
Device 1 of 3, reference MFR. Report# 1627487-2019-03519. Device 2 of 3, reference MFR. Report# 3006705815-2019-01015. It was reported that the patient was electively replacing a lead to get an MRI conditional system on (B)(6) 2019. During the procedure the physician found high impedances on the previously implanted lead and the new lead. The physician attempted to swap the lead again, but high impedances still appeared. In turn, the physician opted to explant the entire scs system and abandon the procedure.